Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an alert for high impedance on the high voltage and superior vena cava (svc) portions of the right ventricular (rv) lead. The lead remains in use and no patient complications have been reported as a result of this event.